Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
Same case as MFR report #: 2134265-2010-00994.it was reported that in preparation for a percutaneous coronary interventional/rotational atherectomy procedure, a wire break occurred. The lesion to be treated was located in the distal left anterior descending artery. During set up of the rotablator system, the floppy rotawire fractured during rotation of the rotalink plus burr. As this occurred outside of the patient, there was no patient consequence. The procedure was completed with another of the same devices, and patient status was reported as 'good'.